Event description:
A surgeon reported an unexpected postoperative refraction od following intraocular lens implant surgery. The patient has -9.75 of myopia following surgery. The lens remains implanted at this time.

Manufacturer narrative:
The complaint device associated with this report was not received for evaluation. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for the additional lenses manufactured in this production order. The root cause of this event is undeterminable at this time.